Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a procedure, cutting was poor. The condition of aspiration and actuation is unknown. The product was replaced and the procedure was completed without harm to the patient. Additional information was requested but not yet received.

Manufacturer narrative:
One opened probe was received with a tip protector in a tray for the report of does not cut. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The complaint sample was visually inspected and found conforming. Aspiration testing was performed and found non-conforming. Cut testing was performed and found non-conforming. Actuation testing was performed and found non-conforming. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, the cutting edge, and several other locations along the inner cutter. The o-rings, spacers, diaphragm, and spring are all intact. The complaint evaluation confirms the probe had a cut issue. The evaluation also indicated that the probe had actuation and aspiration issues. The root cause for the cut, actuation, and aspiration issues is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action is being taken as it appears that the cut and actuation issues observed during the evaluation were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector in a tray for the report of does not cut. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The complaint sample was visually inspected and found conforming. Aspiration testing was performed and found non-conforming. Cut testing was performed and found non-conforming. Actuation testing was performed and found non-conforming. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, the cutting edge, and several other locations along the inner cutter. The o-rings, spacers, diaphragm, and spring are all intact. The complaint evaluation confirms the probe had a cut issue. The evaluation also indicated that the probe had actuation and aspiration issues. The root cause for the cut, actuation, and aspiration issues is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action is being taken as it appears that the cut and actuation issues observed during the evaluation were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).